Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent, two suprarenal aortic extensions, an infrarenal aortic extension and two limb extensions on (B)(6) 2015. Upon follow-up, computed tomography (CT) revealed a type 1a endoleak with sac growth. The physician elected to implant a competitor device to resolve the endoleak. Patient is in stable condition.

Manufacturer narrative:
The investigation was completed and the clinical evaluation was able to confirm the reported event. Limited patient images and limited patient medical records were provided for evaluation. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, the devices remain implanted in the patient. Potential contributing factors to the reported event include off label use, intraoperative stent migration, and the use of multiple proximal extensions.